Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 20 unspecified bd venflon¿ pro safety shielded IV catheters had issues with infiltration/extravasation, and 20 catheters leaked during use. The following information was provided by the initial reporter: "it was reported via post market survey that there were occurrences of there were occurrences of infiltration / extravasation (20), leakage (20), hematomas (10), and no / reduced flow of IV fluid (50)."

Event description:
It was reported that 20 unspecified bd venflon¿ pro safety shielded IV catheters had issues with infiltration/extravasation, and 20 catheters leaked during use. The following information was provided by the initial reporter: "it was reported via post market survey that there were occurrences of there were occurrences of infiltration / extravasation (20), leakage (20), hematomas (10), and no / reduced flow of IV fluid (50)."

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record review could not be performed because a model or lot number was not provided by the customer.see h10.